Event description:
It was reported that a sales representative experienced difficulties inserting the catheter in the plug of the cable. One of the pins of the probe plug broke.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.